Manufacturer narrative:
The device was returned to the MFR for eval. Results of the eval will be provided in a f/u report.

Event description:
Tip of the tonsil blade caught on fire while in pt's mouth. Another device was used to complete the case because the grey rubber near the blade started to melt. There were no injuries and there was no delay to the surgery.